Event description:
A customer in (B)(6) notified biomérieux of obtaining a false positive result when testing a blood culture from a pediatric sample using bact/alert pf plus (plastic) (ref 410853 lot 0004056316 expiration date 22 sep 2021), in conjunction with their virtuo® system. The customer stated that on (B)(6) 2021 they had inoculated a blood sample into bact/alert pf plus (plastic) bottle (bottle ID (B)(4)) and that after incubation the bottle was flagged as "positive". The customer indicated that they had proceeded with smear and subculture of the positive bottle and that they had confirmed the presence of bukholderia cepacia. The customer stated that the presence of bukholderia cepacia detected in the bottle was due to a contamination issue and that no incorrect result was reported to the physician. The customer is in the process of ruling out potential sources of contamination: ultrasound gel, water sources, air conditioning, disinfectant. Non-inoculated bact/alert culture bottles have been tested, and no organism growth was observed. Burkholderia cepacia is known to cause nosocomial (hospital acquired) infections and can be a common water contaminant found in soil and water sources.

Manufacturer narrative:
Biomérieux conducted an internal investigation in response a customer complaint of false positive results when testing blood culture from a pediatric patient using bact/alert® pf plus (plastic) (ref 410853 lot, 0004056316) in conjunction with their virtuo® system. The customer confirmed the contaminant of both bottles was burkholderia cepacia. This organism is known to be present in water and it is known to be resistant to disinfectant and may be present in disinfectants - hand sanitizers, per published literature. The customer performed an internal investigation. The customer¿s internal investigation included incubating twenty (20) bact/alert® pf plus blood cultures from bottle lot 0004055928, the bottle cultures did not flag positive. The customer tested bayer¿s healthcare biseptine 500ml antiseptic vial as the source of contamination; the results were negative, sterile. The customer also cultured other antiseptics, ultrasound gel, detergent, disinfectants for potential sources of contamination, results were negative. Biomérieux reviewed the production records associated with lot 0004056316. The review found no evidence of any product malfunction. The review confirmed every lot of bact/alert® pf plus (plastic) (ref 410853 ) culture bottles are quality control tested and the sensor in each bottle is 100% inspected by a validated automated vision system during packaging. Quality assurance reviews and releases reagent bottle lots for distribution to the field. Biomérieux customer service confirmed there were no other related complaints associated with bact/alert® pf plus culture bottles (ref. 410853) for inoculated bottle contamination. A historical review of last year¿s data found no other similar complaints for contamination in bact/alert® pf culture bottles (p/n 410853) against lot 0004056316. The investigation team reviewed the bact/alert® pf plus (plastic) (ref 410853) instructions for use (IFU) and determined adequate direction to prevent specimen contamination during collection/inoculation into the bact/alert® bottles is provided. The most likely root cause of the contamination is probably from contaminated pharmaceutical product that is locally supplied/purchased in france, as no other country has reported inoculated bottle contamination of burkholderia cepacia. The bottle and instrument performed as designed, by flagging positive indicating growth of an organism recovered on subculture. The bottle did not malfunction and is performing as intended to recovery organisms from the patient's blood.